Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on an unknown date for 2 months and in nursing home for a month a half. Customer¿s blood glucose was unknown. Customer stated insulin pump was not delivering insulin correctly. Troubleshooting was declined for high blood glucose event. Customer stated retainer ring came off and damage was on the reservoir compartment. The insulin pump will not be returned for analysis.